Manufacturer narrative:
Physio-control further evaluated the device and observed that the OEM (original equipment manufacturer) pcb assembly (a pcb that is used to integrate monitoring modes, supplied by third parties into the device's system architecture) caused the device to power off. The dc voltage was shorted to ground through the OEM pcb assembly, which caused the device not to power on. Physio-control then evaluated the OEM pcb assembly and determined that the cause of the reported issue was due to a transistor, designator 12 on the OEM pcb assembly, being shorted. The customer declined repair of the device and authorized physio-control to dispose of the device. Physio-control further evaluated the device and observed that the OEM (original equipment manufacturer) pcb assembly (a pcb that is used to integrate monitoring modes, supplied by third parties into the device's system architecture) caused the device to power off. The dc voltage was shorted to ground through the OEM pcb assembly, which caused the device not to power on. Physio-control then evaluated the OEM pcb assembly and determined that the cause of the reported issue was due to a transistor, designator q12 on the OEM pcb assembly, being shorted. The customer declined repair of the device and authorized physio-control to dispose of the device.

Event description:
The customer contacted physio-control to report that their device could not be powered on. No information was provided if there was patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the OEM (original equipment manufacturer) pcb assembly (a pcb that is used to integrate monitoring modes, supplied by third parties into the device's system architecture) caused the device to power off. The dc voltage was shorted to ground through the OEM pcb assembly, which caused the device not to power on. Physio-control then evaluated the OEM pcb assembly and determined that the cause of the reported issue was due to a transistor, designator 12 on the OEM pcb assembly, being shorted. The customer declined repair of the device and authorized physio-control to dispose of the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.